Event description:
It was reported that during a lap cholecystectomy, the clip applier was placed through the trocar and squeezed plastic to plastic. The first clip didn't advance, second and third clips fired. On the fourth firing 2 clips came out simultaneously. Clips fell into the abdomen and were retrieved. Switched to competitor device to finish the case. No pt consequences.

Manufacturer narrative:
The analysis results found that the el5ml device was returned with the jaw ramp broken off and missing. In addition, the el5ml instrument was found to be empty and with the lock out mechanism fired through. The instrument is designed to lockout when all the clips have been fired. We have documented the circumstances as they were reported to us. A corrective and preventive action has been initiated to determine the cause of this issue. No incident related to the reported event was observed during the batch record review.